Manufacturer narrative:
No device deficiency was reported and it cannot be determined if there was any involvement of the deflectable sheath introducer and the air entry. Although no injury was reported, air embolism is a known potential adverse event for catheter ablation procedures disclosed in product labeling.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, air bubbles were noted in the right atrium near the superior vena cava (svc) prior to inserting the ablation catheter. During the procedure, an 8.5f coronary sinus short sheath, electrophysiology (ep) catheter, 10f echography sheath, 8.5f agilis introducer sheath, radiofrequency (rf) transseptal needle, and the 12f deflectable sheath introducer for the ablation catheter were placed in the right atrium. The ep catheter was inserted into the coronary sinus and transseptal puncure was performed with a radiofrequency needle through the 8.5f agilis sheath. A guidewire was placed through the 12f deflectable introducer sheath at which point air ingress was confirmed near the svc. All of the devices exept the 8.5f introducer sheath were removed, and the air bubbles were extracted from the right atrium. The procedure was continued. No injury was reported. It cannot be determined if the air was related to any of the devices used in the procedure, nor can any specific device be excluded as a possible cause. While no injury occurred and no device deficiency was reported, removal of the air bubbles by the treating physician may have prevented an injury from occurring. Thus, this MDR is being reported as other serious or important medical events.